Event description:
Put on ky jelly and started to feel a slight burning and itching sensation. Within minutes there was a major rash/ burn that was beginning to blister. I¿ve used this exact products many times with zero side affects. It affected any skin it came in contact with in intercourse. Did the problem stop after the person rescued the dose or stopped taking or using the product? No.